Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller was informed to wait 20 minutes from the time the pump comes out of storage mode before starting a sensor session and acknowledged this instruction.